Manufacturer narrative:
The investigation verified there is a software issue with cobas infinity as the raw result parameter is incorrectly shown when the "allow_exp_units" setting is disabled.

Manufacturer narrative:
The customer's alleged issue could be reproduced during the investigation. Initial investigations have determined that the setting in the communication server of the instrument connectivity agent (ica) to allow exponential units ("allow_exp_units") was disabled in the customer's software. When the setting is disabled, the raw result parameter is incorrectly displayed in the cobas infinity software. The investigation is ongoing.

Event description:
The initial reporter stated there was an issue with the cobas infinity software. The reporter alleges that the raw result field does not consistently reflect the value sent by a cobas c8800 instrument. The value sent from the instrument is incorrectly displayed when viewed in the cobas infinity software. The exponential component of the result sent by the c8800 instrument is not reflected in the cobas infinity software. Two examples of incorrect patient data were provided. For the first example, the instrument will transmit a value of 104 x 10^0 copies/ml. In the cobas infinity validation screen, the test result field is displayed as "104" and the raw result field is displayed as 104 copies/ml. For the second example, the instrument will transmit a value of 219 x 10^-1 copies/ml. In the cobas infinity validation screen, the test result field is displayed as "21.9" and the raw result field is displayed as 214 copies/ml. A result modifier rule set up in the instrument connectivity agent (ica) of the cobas infinity software converts results of < 50 to a limit result of "< 50". In this example, the user does not see 21.9 as this is converted by the ica to < 50. The raw result field in the cobas infinity software displays the value as 219.